Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, it was found that patient had a perforation. Physician had planned to explant the lead on (B)(6) 2019, but was able to reposition it. Lead remains implanted. Should additional information become available, this file will be updated.